Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device check, unacceptable capture threshold values during left ventricular lead threshold testing was observed. It was noted that the patient had only one medication change which didn't affect the device function. The patient was recently released from the hospital after fluid buildup near the heart. Other electrical measurements were stable. Patient will be scheduled for another in-clinic visit after all the fluid near the heart is cleared. Patient was stable.